Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the complaint states: ¿cement not sticky. It was reported that during the knee surgery,applied the cement on the tibia,insert the implant, wait for 19mins, the cement was not heated and could not fix the implant, removed the implant, noted the cement was not sticky, gently squeezed the removed cement with hand, it was crushed. Checked the femur, the implant was not loose, it was fixed. Did not removed the cement on the femur in order to not damage the femur. Changed 3105040 to fix the tibia implant. The surgery delayed about 30 mins, the surgeon afraid there were some post-op patient consequences would happen,if femoral cement fell off after operation. The patient is stable and in hospital now.¿ the retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(4).retest results.pdf¿). Mean dough time: 0 min 51 sec. Mean setting time: 11min 18sec. End of working time: 6min 32sec. Mix characteristics: firm. Handling characteristics: firm. The reported failure was not repeated in the testing of the retained samples of this batch. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on line 174 (see attachment ¿(B)(4). Extract from dva-107020-fde.pdf¿). The risk is considered as low as possible and cannot be further mitigated. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4).units released. Lot expiry date: 31-dec-21.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient codes) h6 patient code: no code available (3191) used to capture the surgery prolonged and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cement not sticky. It was reported that during the knee surgery,applied the cement on the tibia,insert the implant, wait for 19 mins, the cement was not heated and could not fix the implant, removed the implant, noted the cement was not sticky, gently squeezed the removed cement with hand, it was crushed. Checked the femur, the implant was not loose, it was fixed. Did not removed the cement on the femur in order to not damage the femur. Changed 3105040 to fix the tibia implant. The surgery delayed about 30 mins, the surgeon afraid there were some post-op patient consequences would happen,if femoral cement fell off after operation. The patient is stable and in hospital now.